Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation, and it was observed that the high glucose alert was disabled. Additionally, data investigation shows inaccurate calibrations were entered on (B)(6) 2025 05:05 am. The highest risk inaccurate calibration observed in data was the cgm read 351 mg/dl and the blood glucose value was 291 mg/dl at (B)(6) 2025 05:05 am. The probable cause could not be determined. Additionally, on (B)(6) 2025 at 01:21 am, the patient's estimated glucose value (54 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered the urgent low alert at 0 percent volume, before escalating up to 50 percent volume at 01:26 am. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The reported stated that the patient had a sensor that showed signs of failing, would fluctuate readings and the patient ended up in the emergency room. The patient did not confirm if the readings were inaccurate or not. Multiple follow up attempts to gather additional information from the reporter was unsuccessful. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.